Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer tested her blood glucose level at 5 pm with a reading of 263 mg/dl; took 50 units of humulin insulin at 5 pm. Customer tested blood glucose level at 8 pm with a reading of 159 mg/dl and shortly thereafter became unresponsive; husband called paramedics as customer was "out of it" and did not know what was going on. Exact time frame was unknown. Customer stated she did not have any out of the ordinary symptoms. Customer's blood glucose level was 39 mg/dl on the paramedics' meter. Customer is unsure of the timeframe between when she tested and got a reading of 159 mg/dl and when the emts tested and got a reading of 39 mg/dl. Paramedics gave customer glucose and then orange juice. Advised customer to eat a sandwich when they left. Requested return of suspect device and replacement was sent.